Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user ran out of continuous glucose monitor (cgm) sensors, used fingerstick entries in bg run mode with a fingerstick blood glucose of 280 mg/dl , and then received a ¿connect cgm or enter bg for bg run mode dosing stopped¿ message after the 72-hour bg run allowance elapsed, resulting in cessation of automated dosing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of automated insulin dosing and the need for backup therapy guidance without emergency care or hospitalization. Investigation included a review of device use conditions and operational limits for bg run mode without a connected cgm. Investigation of this case revealed the device functioned as designed by stopping dosing once bg run mode exceeded its 72-hour limit, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user operation beyond the intended use period for bg run mode in the absence of a cgm sensor.